Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dissection requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that after two attempts using an intravascular ultra sound (ivus) catheter on a calcified lesion in the left anterior descending (lad), it crossed successfully and gave great images. Predilatation, with a 3.0 x 12 mm balloon catheter was performed a few times and the 3.0 x 18 mm promus stent was deployed. The physician went back in with the previous ivus catheter, however, when the ivus catheter was removed, it was noticed that a portion of the lad was gone and a dissection had occurred. It is unk which device caused the dissection. Blood flow was reduced after the stent deployment and was non existent after the ivus run. The physician attempted a combination of things to repair the dissection, but all attempts to get a guide wire and a balloon down the lad were unsuccessful. Attempts to inflate the balloon did not help blood flow. The pt had severe chest pain and st elevation and had to be taken for bypass surgery. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.